Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Additional follow-up information received identified surgical intervention took place wherein the patient opted to have their ipg explanted instead of replaced.